Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition with no cosmetic damage or the tamper seals removed. The event history log was reviewed and there was evidence of the reported issue. The motor was activated and the device went into error 1870/1871 and battery depleted. The motor and circuit board will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error code 1870 and the lens was damaged. This issue was discovered during testing and there was no patient involvement.